Event description:
It was reported that during an in-clinic follow-up the implantable cardioverter defibrillator (ICD) exhibited episodes of post-paced t-wave oversensing (pptwos). The ICD was reprogrammed. There were no patient consequences.